Event description:
Event description guidant received information that this coronary sinus transvenous implantable lead was repositioned due to dislodgement. The guidewire that was used to aid in repositioning the lead became stuck in the lead.